Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 05 aug 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2021-00026 for the first report. It was reported that the closed suction catheter was difficult to release off a surgical tracheostomy during trach care and inner tube change. According to the healthcare provider, "after using the red adapter to release the closed circuit from the tube this resulting in part of the tracheostomy snapping." The tracheostomy had to be manually held in place and a full tracheostomy change was required. The patient was not harmed. Additional information has been requested but not yet received.